Manufacturer narrative:
The complaint stated the patient suffered no harm. The report alleged device malfunction, with the device entering ambient state. The device was not returned for evaluation. Based on technical faults reported, a breath monitoring software task had either closed or failed, subsequently triggering a safety mode. A second later, the watchdog tf 446015 caused the c1 to go into ambient mode. As a result, the device software was upgraded to sw revision 2.2.9. Unit passed requirements and was released back to the hospital.. Hamilton medical ag reference nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reported ventilator switched off while patient was on ventilation. The unit was switched back on and the patient was switched to a different ventilator. The hospital staff pulled the ventilator from use and waited a week before reporting this incident.